Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of pacing due to noise was observed. Patient was feeling dizzy. Programming changes were made. Patient's condition was fine.